Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error. Customer states that they received a critical pump error image on the pump screen. Customer also mentioned that they got an image on pump with a red x pointing to a book with a question mark. Customer¿s blood glucose was 248mg/dl at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device had no critical pump error during testing.